Event description:
It was reported that the patient never had therapeutic effect. The patient no longer wanted the therapy as it had not been effective for the pain and the patient still required oral medications. The patient was dissatisfied with the therapy and wanted it explanted due to it being uncomfortable and not helping. Reportedly, various diagnostics showed no issues with the pump/system. Programming was discussed as the physician wanted the rate (dose/concentration) the same as dilaudid and preferred not to do the bridge. Saline was to be put in the pump on the date of this report and the pump was to be explanted in ¿about a month.¿ the pump had delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).